Event description:
A report was received that the patient was explanted due to infection at the midline incision site. The patient's symptoms included fever, redness, and pain at the incision site. The physician believes the infection was procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to infection at the midline incision site. The patient's symptoms included fever, redness, and pain at the incision site. The physician believes the infection was procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-1110-02, (B)(4), description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to infection at the midline incision site. The patient's symptoms included fever, redness, and pain at the incision site. The physician believes the infection was procedure related. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests. Damages to the leads were a result of a typical explant procedure and it was not considered a failure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.